Manufacturer narrative:
H6 - updated adverse event problem (refer to coding manual). H11 - updated - upon investigation of the actual device used in this incident it was determined that the cubie was failed. The technical support specialist confirmed that the customer isolated the issue. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation es cubie malfunctioned. The customer added that when the user accessing the drawer to get drug x from the cubie successfully, the flag for drug y opened. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b4 - corrected date of this report.